Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, loose motion, hypotension and dizziness. The cause of the peritonitis was unknown. Two days prior the peritonitis diagnosis, the patient was hospitalized for the events. One day after event onset, the patient was treated with injection meropenem (1gm, twice daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and the patient was recovering from peritonitis. The patient recovered from loose motion, hypotension and dizziness five days after onset. Pd therapy was ongoing. No additional information was available.